Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) observed ¿connect motor¿, ¿stopped: overspeed¿, and ¿stopped: motor error¿ error messages. The pst found a disconnected wire from pin 4 of the connector. The pst re-soldered to the pin 4 location, which restored proper motor functionality. No further error messages appeared after reconnection of the broken wire. This determines that the broken wire was the cause of the original reported complaint behavior. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Data logs were returned to the manufacturer. As per the field service representative (fsr) once the error messages displayed briefly, when either the central control monitor (ccm) centrifugal 'start' soft key or the on/off button on the controller were pressed it would not display an error message or turn to '0' speed. The drive motor was replaced. The unit operated to manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal motor displayed a connect motor, overspeed and a motor malfunction error. The motor would not operate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.